Event description:
The initial reporter received questionable glucose, creatinine, and calcium results from one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside the laboratory. Failed delta checks prompted the rerun of the patient sample on another c501 module. Glucose: the initial result from the module was 21 mg/dl with a data flag. The repeat result from the other module was 101 mg/dl. Creatinine: the initial result from the module was 0.10 mg/dl with a data flag. The repeat result from the other module was 0.74 mg/dl. Calcium: the initial result from the module was 5.1 mg/dl with a data flag. The repeat result from the other module was 8.7 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The investigation reviewed the alarm trace and an abnormal probe-sucking alarm corresponded with the event. The field service engineer inspected the module and determined that the leaking vacuum tube for the detergent under the analyzer had caused the event. He then replaced this tubing. He performed a 21-cup precision check with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.